Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was in severe pain and they adjusted the stimulator accordingly, but increasing higher than normal (4.00). The settings through the patient into an epileptic-type seizure, and the patient noted they were not epileptic. The patient stated they were not warned about an adjusting limit. The patient stated they missed a day of work as it happened at 8:30 am, and they were not allowed to return without a note from their doctor. No further complications were reported.